Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The device was returned for analysis. Visual inspection revealed the sheath was kinked, the imaging window was stretched and kinked, and the tip was torn and stretched. No damage was found within the telescope and sheath section of the device. Impedance testing showed an electrical open at the proximal end of the catheter between 90-100 cm from the distal housing. Microscopic inspection showed the tip marker band was detached and torn.

Event description:
Reportable based on device analysis competed on 6aug2025. It was reported that visualization issues occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the image was lost so the procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed the tip was torn.